Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited image loss due to a fault in the imaging section. There was no patient involvement.